Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was not charging correctly, thus became inoperable. Surgical intervention took place on (B)(6) 2019 wherein the patient¿s was explanted and replaced. Therapy was restored postop.